Event description:
It was reported that at 19,430 joules, while using the side-firing surgical fiber during a prostate procedure, the tip became dislodged and the aiming beam was observed to be firing straight out of the fiber. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
(B)(4).